Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields describe event or problem (b5), in section b - adverse event or product problem, and model number, lot number, catalog number, expiration date, unique identifier (UDI)#, in section d - suspect medical device. Device analysis: the device did not return for analysis; therefore, a technical analysis of the complaint device could not be completed. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk assessment: a review of the versa cross rf wire risk documentation was completed and confirmed that the event of pericardial effusion, pleural effusion, thrombosis and additional intervention required were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The event type does not present a new or unanticipated failure type or harm. Investigation conclusion: boston scientific has assigned an investigation conclusion code of known inherent risk of the device. Based on information in the event description provided, the allegation of adverse events are not confirmed and are listed within the IFU.

Event description:
It was reported a perforation, thrombus and pericardial effusion occurred. It was reported that versacross connect laac access solution selected for left atrial appendage closure (laac) procedure. During procedure, groin access was obtained, and the transseptal puncture (tsp) position was identified. Tsp was being performed using a versacross connect system with the trusteer sheath. Radiofrequency (rf) was activated, and once the puncture was created, bubbles were observed on the left side, confirming successful tsp. As the tsp was completed, imaging was performed to check for effusion, and none was detected initially. A few moments later, a pericardial effusion was noted. Fluid accumulation was also observed around the aorta in the short-axis view on transesophageal echocardiography (tee). The physician asked to contact the interventional cardiology (ic) doctor on call. A pericardiocentesis kit was prepared, and the ic doctor arrived promptly to perform the pericardiocentesis successfully. Approximately 1150cc of bloody fluid was removed to treat the effusion. The patient was transfused with 4 units of packed red cells (prcs), 2 units of fresh frozen plasma (ffp), and one donor pack of platelets. Aspirated blood appeared bright red; pericardial location was confirmed by continuous tee visualization showing prompt decrease in pericardial effusion. No pleural effusion noted at time of event. Cardiothoracic (CT) surgery was also notified of the event. The patient was stabilized following pericardiocentesis, however imaging confirmed the presence of a mural thrombus on the aortic root. The on-call physician ordered an emergency computed tomography (CT) scan to assess the extent of damage. CT results confirmed the tee findings. CT was negative for dissection, and no intervention was needed for aortic root. The patient was transferred to the intensive care unit (ICU) for overnight monitoring. The event was deemed to be caused by transeptal puncture. A watchman device was never inserted into the patient. As for our transseptal positioning, anatomy was challenging but implanting physician and cardiology tee imager agreed on transeptal position prior to proceeding with crossing to the left atrium. The patient was intubated and hemodynamically stable for observation. A drain was left in patient during hospital stay. The patient was noted to have been bradycardic throughout hospital stay. A pleural effusion was noted by echo. Temporary pacemaker was inserted on (B)(6) 2025. The patient was subsequently extubated three (3) days later, on (B)(6) 2025. The patient remained in the hospital with a drain in place. The drain was removed on (B)(6) 2025, and the patient was discharged home on (B)(6) 2025 with no further complications. The patient was noted to have challenging anatomy. The interatrial septum was notably prominent in appearance. Product return is not expected. It was further reported that a trusteer access system and rf wire were in the patient at the time of event. The event was caused by transseptal puncture. A watchman device was never inserted into the patient. This was user error not device error.

Event description:
It was reported a perforation, thrombus and pericardial effusion occurred. It was reported that versacross connect laac access solution selected for left atrial appendage closure (laac) procedure. During procedure, groin access was obtained, and the transseptal puncture (tsp) position was identified. Tsp was being performed using a versacross connect system with the trusteer sheath. Radiofrequency (rf) was activated, and once the puncture was created, bubbles were observed on the left side, confirming successful tsp. As the tsp was completed, imaging was performed to check for effusion, and none was detected initially. A few moments later, a pericardial effusion was noted. Fluid accumulation was also observed around the aorta in the short-axis view on transesophageal echocardiography (tee). The physician asked to contact the interventional cardiology (ic) doctor on call. A pericardiocentesis kit was prepared, and the ic doctor arrived promptly to perform the pericardiocentesis successfully. Approximately 1150cc of bloody fluid was removed to treat the effusion. The patient was transfused with 4 units of packed red cells (prcs), 2 units of fresh frozen plasma (ffp), and one donor pack of platelets. Aspirated blood appeared bright red; pericardial location was confirmed by continuous tee visualization showing prompt decrease in pericardial effusion. No pleural effusion noted at time of event. Cardiothoracic (CT) surgery was also notified of the event. The patient was stabilized following pericardiocentesis, however imaging confirmed the presence of a mural thrombus on the aortic root. The on-call physician ordered an emergency computed tomography (CT) scan to assess the extent of damage. CT results confirmed the tee findings. CT was negative for dissection, and no intervention was needed for aortic root. The patient was transferred to the intensive care unit (ICU) for overnight monitoring. The event was deemed to be caused by transeptal puncture. A watchman device was never inserted into the patient. As for our transseptal positioning, anatomy was challenging but implanting physician and cardiology tee imager agreed on transeptal position prior to proceeding with crossing to the left atrium. The patient was intubated and hemodynamically stable for observation. A drain was left in patient during hospital stay. The patient was noted to have been bradycardic throughout hospital stay. A pleural effusion was noted by echo. Temporary pacemaker was inserted on (B)(6) 2025. The patient was subsequently extubated three (3) days later, on (B)(6) 2025. The patient remained in the hospital with a drain in place. The drain was removed on (B)(6) 2025, and the patient was discharged home (B)(6) 2025 with no further complications. The patient was noted to have challenging anatomy. The interatrial septum was notably prominent in appearance. Product return is not expected.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.